Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21100. It was reported the patient (B)(6) received two leads with different lot numbers. The patient experienced auto-reduction. Further troubleshooting revealed multiple invalid impedances on the lead. Reprogramming was unsuccessful as effective stimulation could not be restored. Surgical intervention will take place to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21100, reference MFR. Report: 1627487-2015-21140. Follow-up identified the patient underwent surgical intervention to explant and replace the extension (device 3). Additionally, the physician implanted two new leads. The two reported leads remain implanted. Effective therapy was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.